Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to pain. All components of the existing ipp were explanted and replaced with a new device. There were no patient complications.